Manufacturer narrative:
(B) (4). (B) (4). Leak test failure, damaged universal seal assembly, duckbill short shot. Evaluation summary: the analysis results of the cb12lt found that it was received with one seal of the universal assembly torn and the lower ring of the universal seal cracked; this condition can be a potential cause of leaks. The device was leak tested and failed; a corrective action has been initiated to address the root cause of the leaks issues. Additionally, the duckbill showed up evidence of short shot during the molding process, which would not cause a functional issue. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, the device presented a malfunction. Unk how case was completed. There were no adverse consequences to the pt. An attempt to obtain additional information around the event was made, but no further information was available.